Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective generator changeout procedure, the atrial lead was capped and replaced due to a clavicular crush. No further information is available.